Event description:
It was reported that nurses were unable to remove the feeding tube from pt's right nare. A physician attempted to remove it twice through the throat but was unsuccessful. After approx 1.5 hours, the physician removed the tube from the nare with kelly clamps. Some vomitting and a small amount of bleeding had occurred. The pt has no ill effects from this incident.